Manufacturer narrative:
The system was examined and the reported event was confirmed. The hard drives were found broken, and subsequently replaced. After the software was re-installed, the system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 28, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported ¿postponed procedure¿ can be attributed to the display issue. The root cause of the reported ¿display issue¿ can be attributed to the hard drives. However, how or when the hard drives became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system presented with a blue screen during a procedure. The procedure was aborted. The surgery was completed the next day with another system. There was no patient harm reported.